Event description:
It was reported that the patient had been given a local spinal anesthesia in preparation for a photoselective vaporization of the prostate (pvp) procedure. Preparation of the instruments for the procedure took longer than expected since this was the first pvp procedure being done at the clinic. During the procedure, the physician removed the fiber from the resectoscope in order to clean the fiber tip. When the fiber was pulled out the fiber tip was damaged, it became loose, and then the metal cap fell off. The fiber was outside the patient's body at this time. The physician believes the damage to the fiber occurred because the working channel was too tight and was not ideal. The fiber was replaced, and the second fiber was used to proceed with the procedure. However, due to the fact that the patient received a spinal anesthesia which only lasted 90 minutes, the physician was not able to complete the procedure. The patient will be scheduled for another date to complete the treatment. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap and metal cap were detached; therefore, the reported event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that the patient had been given a local spinal anesthesia in preparation for a photoselective vaporization of the prostate (pvp) procedure. Preparation of the instruments for the procedure took longer than expected since this was the first pvp procedure being done at the clinic. During the procedure, the physician removed the fiber from the resectoscope in order to clean the fiber tip. When the fiber was pulled out the fiber tip was damaged, it became loose, and then the metal cap fell off. The fiber was outside the patient;s body at this time. The physician believes the damage to the fiber occurred because the working channel was too tight and was not ideal. The fiber was replaced, and the second fiber was used to proceed with the procedure. However, due to the fact that the patient received a spinal anesthesia which only lasted 90 minutes, the physician was not able to complete the procedure. The patient will be scheduled for another date to complete the treatment. There were no patient complications.